Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-19186 and 1627487-2013-19187. It was reported the pt experienced heating at the ipg pocket site while charging. The pt also needed some reprograming. Follow-up revealed the sjm rep reprogrammed the pt with effective stimulation. A le charger was sent to the pt and her issues have been resolved. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.